Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using powerline catheter. On (B)(6) 2025, sometime post placement, it was reported that the lines broke at the level of the connector and required removal and replacement. It was further reported that the line itself came out with no resistance, but in this case the cuff was no longer attached to the line and was essentially ¿cemented¿ into the subcutaneous tissue. Reportedly, the flush just squirted out the line. On (B)(6) 2025, the catheter was removed. There was no reported patient injury

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 5fr powerline s/l catheter in three segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The segments were patent to both infusion and aspiration without issue. No leaks were observed throughout tests. The tissue cuff was noted to be intact and appeared discolored throughout. No fiber disturbance was noted. Therefore , the investigation is unconfirmed for the reported fracture issues as no fractures were noted. However, it is inconclusive for the reported fluid leak and difficult to flush issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using powerline catheter. On (B)(6) 2025, sometime post placement, it was reported that the lines broke at the level of the connector and required removal and replacement. Additionally, the flush just squirted out the line and there was flushing issues. On (B)(6) 2025, the catheter was removed. There was no reported patient injury.